Event description:
Bravo device failed to deploy correctly. Device retrieved from patient's mouth without harm to patient. Manufacturer response for bravo capsule, bravo (per site reporter): notified through field representative. Awaiting response.